Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em 2400 automated compounding device (acd) had precipitate form in the tube going into the rotor when zinc sulfate was added to the configuration. This was identified during setup. There was no patient involvement. No additional information is available.